Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, found corroded keypad traces. No unexpected scrolling up during our testing noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and cracked belt clip slot.

Event description:
The customer reported via phone call that she was giving herself a bolus and when she went to give carbs, the bolus wizard scrolled on its own. Customer's blood glucose was 159 mg/dl at the time of the incident. Customer stated that the up button got stuck and was scrolling up. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.